Event description:
The pt called lfs alleging that their one touch profile meter was reading inaccurately high. Senior medical affairs specialist spoke with the pt in 2004 to obtain additional information. The pt reported their family member calling the paramedics due to obtaining high reading on the meter. Pt only recalls obtaining a 500 mg/dl. Pt did not experience any symptoms during the time of testing on either day. No treatment was administered and pt refused to be taken to the hospital. The paramedic meter read 100 mg/dl first day and 110 mg/dl on second day pt control their diabetes through diet and tests 3 times a day. The customer service representative walked pt through two consecutive control solution test and both tests fell outside the specified range. The pt did not have a check strip to complete troubleshooting. The senior medical affairs specialist confirmed that the meter did not have missing segments. The customer service representative verified that the test strips were not expired, stored improperly, or opened longer than the discard date. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, control solution were replaced.